Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm. The customer reported a blood glucose value of 450 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-397a, and mmt-1715kl. Troubleshooting was partially performed and it was unknown whether the insulin pump was utilized within 48 hours of the event also it was unknown whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thus. No unexpected insulin flow block alerts noted during testing, however, fifteen no delivery alerts were found in the history file on the event date [(B)(6) 2024 from 01:45 to 14:12]. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, missing display/window cover, broken belt clip rails, cracked case-corner of belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and missing serial number label no delivery/occlusion alarm was not confirmed during analysis. Unable to confirm or test for high bgs during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.